Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements above 3000 ohms and subsequent lead safety switch (lss). Additionally, the patient reported experiencing pain during right ventricular automatic threshold (rvat) test. Imaging was performed and found no evidence of perforation nor effusion. This patient was hospitalized for observation since microperforation was suspected. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv has not been retuned for analysis.

Manufacturer narrative:
This product was not returned to boston scientific, and as a result, laboratory analysis could not be conducted. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of pacing impedance high out of range was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, the conclusion code known inherent risk of device was selected because perforations are covered in labeling and are a known inherent risk of lead implantation.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements above 3000 ohms and subsequent lead safety switch (lss). Additionally, the patient reported experiencing pain during right ventricular automatic threshold (rvat) test. Imaging was performed and found no evidence of perforation nor effusion. This patient was hospitalized for observation since microperforation was suspected. Subsequently, this lead was explanted and successfully replaced. No additional adverse patient effects were reported. This rv has not been retuned for analysis.